Event description:
Examinations were discovered at this site that did not present the proper study date in the ge picture archiving and communication system (pacs). The examinations show the date at which they were acquired into the pacs system instead of the date, the study was actually performed. This situation can give the appearance that the pt's images were taken more recently than what had actually occurred. The situation was identified at the site while migrating images into the pacs system and there was no report of this situation resulting in any adverse pt outcome. The site expressed concern that if the study date discrepancy was not noticed, it could potentially allow a clinical decision to be based off incorrect info.